Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11713. It was reported air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system and 27 mm watchman ® laa closure device & delivery system were used. The closure device was deployed, but was too proximal. Therefore, it was fully recaptured and removed from the patient. It was confirmed no air was present in any of the devices and patient. Another 27 mm watchman ® laa closure device was deployed, but again it was too proximal. This device was also fully recaptured and removed from the patient. At this point, air was noticed in the distal portion of the laa. Air was never visualized in the devices. They placed a pigtail catheter and aspirated all of the air from the laa. They decided to abort the procedure. The patient was stable throughout the entire procedure and no deficits were noted post procedure. They remained in the intensive care unit overnight for observation. The next morning they were fine and were discharged.